Event description:
It was reported that a large volume infusor delivered its contents at a faster rate than expected. The device was filled with "csiplatin 50mg/100ml*2" and normal saline for a total volume of 240 ml. The device was then connected to a patient for an infusion expected to last 24 hours; however, the actual infusion duration was 10 hours. The needle was removed from the patient 18 hours after the start of the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured october 16, 2014 ¿ october 17, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.